Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11 : the device was received for evaluation. The reported problem 'was not detecting door closed' was reproduced. A review of the event history log revealed "shut door - power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment lower link screw. The link requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was failed to detect close door during programming/setup. There was no patient involvement. No additional information is available.